Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient also experienced vomiting and a headache. It was reported that they were giving themselves insulin, but their blood glucose level would not come down. The patient reported receipt of a ¿high¿ alarm. They stated that the pink slide moved forward and the cannula was inserted into the skin during wear. Insulin leakage was also reported. When the pod was removed from the infusion site (location not specified), the pod's cannula was found bent. The caregiver applied an antibiotic cream to the site. The patient later went to the emergency room (4 hour visit) on (B)(6) 2026, and was diagnosed with dehydration and hyperglycemia. As treatment, the patient received an intravenous drip and insulin.